Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call rewind anomaly on the insulin pump. Customer's blood glucose level was 146 mg/dl. Customer was advised how to properly rewind however they advised the reservoir sticked out. Customer hung up the line without troubleshooting the device and they were unable to be reached.